Event description:
It was reported that the patient was in the cath lab; diagnoses: shock. The md inserted the iab via a sheath. It is not clear how long the iab was in place; however, the staff found that there was "too much water in helium tubing while using this iab." The md removed the iab and inserted another. The staff stated "there was not so much water in the tubing of the second iab." There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.